Event description:
It was reported that the patient was using the ilet bionic pancreas and experienced frequent post-lunch hyperglycemia after unannounced carbohydrate snacks, with the caregiver noting higher insulin use at lunch compared to breakfast and dinner and occasional nighttime lows; the situation involved missed meal announcements and user technique concerns related to the user interface. Symptoms included hyperglycemia and hypoglycemia. Outcomes included unexpected medical intervention with oral glucose administration, and the event was characterized as a serious illness/impairment. Investigation included communication with the caregiver and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem involving improper or incorrect procedure, specifically missed meal announcements affecting the user interface interaction. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.